Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown spine product. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was the spring mixed in the device set of cfc. The event was found at pre-surgery. The implant holder carried its spring properly and the handle for trial worked regularly. Although the surgery was postponed for an unknown amount of time; it was not because of this event but because of the patient condition. This report is for an unknown spine product. This report is 1 of 1 for complaint (B)(4).